Event description:
Patient having hbo treatment for right foot osteomyelitis, s/p metatarsal amputation. Patient developed grand-mal seizure and was decompressed. He developed agonal respirations and CPR begun immediately after removal from chamber. Acls administered successfully, but later troponin 18.66, ef 16% and patient diagnosed with acute anoxic encephalopathy. Comfort care only provided.